Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium¿ prime detachable coil and axium¿ i.d. (Instant detacher)instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured aneurysm located in internal carotid - posterior communicating artery (ic-oc), this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) axium prime coil could not be detached. It was stated that the coil retracted out and advanced many times, the torque was applied to the delivery pusher which finally detached the coil. The device was removed from the patient and discarded. The procedure was completed with another device. The devices were all reported to have been prepared and used per the instructions for use (IFU). Vessel tortuosity was described as moderate. There were no reports of patient injury in association with this event.